Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, edema, anxiety-product/procedure

Event description:
Healthcare professional reported left side "seroma, asymmetric amount of fluid, and twice the size of the other one", "rupture" confirmed via CT scan", and "exchange of textured device due to patient's concern with product". Device remains implanted.